Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient woke up with severe dizziness and unsteadiness when standing and walking associated with the time/date reset. The reporter stated that after the patient consumed oral carbohydrates, the patient tested their blood glucose and it was 68 mg/dl. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed data/histories for the event have been overwritten due to continued use of the pump. Unable to verify the time/date reset to default setting in the available black box. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 23 hours. When the battery was reinserted after 23 hours without power the time/date did not reset to default setting. The available total daily dose added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the time/date reset complaint during testing; pump information for the complaint is overwritten. Unrelated to the original complaint, the battery compartment was found to be cracked on the side at the threads and the display screen was discolored. (B)(4).